Event description:
(B)(4) the first adverse event was losing sex drive. From there it escalated to include brain fog, bloated belly, anxiety, painful sex, weight gain, tiredness, painful and heavy periods, uterine polyps and hair changing consistency.